Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged suture wing is confirmed; however, the exact cause is unknown. One photograph of a 5 fr dual lumen powerpicc were returned for evaluation. An initial visual observation of the photograph showed a crack in one of the suture wings. No details of the damage could be discerned from the returned photograph, and there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported catheter aeroplane wing fracture. No other information was provided. 2024-08-12 sales update: the disinfectants used are: chlorhexidine gluconate ethanol skin disinfectant (chlorhexidine gluconate ethanol 1.8%-2.2%, ethanol 63%-77%), medical disinfectant alcohol cotton swabs (alcohol 75%), chlorhexidine cotton swabs (chlorhexidine gluconate 2.0%).

Manufacturer narrative:
H11: the information provided by bd, represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bd. The manufacturer has received the sample. And it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, catheter aeroplane wing fracture. No other information was provided.